Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / additionally, there is a loose fragment of myometrium exhibiting a fragment of essure device, most likely part of the essure of the fragmented fallopian tube') in an adult female patient who had essure (batch no. 959215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, irritable bowel syndrome, menses irregular and iron deficiency anemia. On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anaemia ("anemia"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), gluten sensitivity ("gluten sensitivity"), vaginal infection ("acute vaginitis") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, vaginal haemorrhage, gluten sensitivity, vaginal infection and pelvic pain outcome was unknown, the menorrhagia had resolved and the anaemia and fatigue was resolving. The reporter considered anaemia, device breakage, fatigue, gluten sensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right -2, left- 4 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: bilateral proximal occlusion essure place. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received : previously reported event "injury to herself" updated to "abnormal bleeding (vaginal)", events- "menorrhagia, anemia, device breakage / additionally, there is a loose fragment of myometrium exhibiting a fragment of essure device, most likely part of the essure of the fragmented fallopian tube, fatigue, gluten sensitivity, acute vaginitis, pelvic pain" , reporter, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / additionally, there is a loose fragment of myometrium exhibiting a fragment of essure device, most likely part of the essure of the fragmented fallopian tube') in an adult female patient who had essure (batch no. 959215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, irritable bowel syndrome, menses irregular and iron deficiency anemia. On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anaemia ("anemia"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), gluten sensitivity ("gluten sensitivity"), vaginal infection ("acute vaginitis"), pelvic pain ("pelvic pain"), feeling abnormal ("brain fog"), abdominal distension ("bloating") and nausea ("nausea") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, vaginal haemorrhage, gluten sensitivity, vaginal infection, pelvic pain, feeling abnormal, abdominal distension, nausea and uterine leiomyoma outcome was unknown, the menorrhagia had resolved and the anaemia and fatigue was resolving. The reporter considered abdominal distension, anaemia, device breakage, fatigue, feeling abnormal, gluten sensitivity, menorrhagia, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right -2, left- 4 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral proximal occlusion essure placem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.